Event description:
Reporter alleged blood glucose measured 265 mg/dl back to back with a result of 121 mg/dl when testing was performed within 10 minutes of each other. It was stated no actions were taken and no treatment was reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.